Manufacturer narrative:
Reference MFR report # 2916596-2015-02426 for the report of the previous distal end driveline repair in (B)(6) 2015. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 2 months. A distal end driveline replacement was performed by a representative of the manufacturer¿s technical services on (B)(6) 2017. Approximately 18.5" of the external portion/distal end of the driveline was returned for evaluation. The report of a potentially compromised driveline was confirmed through evaluation of the returned portion of the driveline. X-rays of the patient's internal and external portions of driveline were submitted. An area with shield breakdown was noted near the previous driveline repair site. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silastic sleeve was removed and examination of the shielding and bionate revealed multiple areas with shield breakdown. The previous repair, shielding, and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the brown adjacent to the distal end of the copper tubing of the previous repair, approximately 13" from the metal system controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the brown wire were exposed. The insulation breach of the wire appeared to be the result of fatigue failure due to abrasion against the copper wrap/braided shield in that area. The breached brown wire could have interrupted function as a result of the exposed conductors contacting the copper wrap or braided shield and shorting to ground while the device was supported by the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppage events occurred on (B)(6) 2017. The patient was asymptomatic. On (B)(6) 2017 the manufacturer¿s technical services representatives performed a percutaneous lead (driveline) replacement. The device passed all testing post-replacement.